Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the 3define scan was completed during the procedure and the work volume was translated toward the floor by about an inch. The surgical arm was about to contact the patient when being sent and the emergency stop button had to be pressed. A generic work volume was used to move forward and complete the procedure. There were no accuracy issues during the procedure. There was no patient harm and the procedure was delayed less than an hour.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. A1-a4: patient information was not available. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1318 h3, h6: a medtronic representative went to the site to perform a system check out and they replaced the 3define camera. The system now functions as intended. The exports/logs were returned for analysis. The analysis determined that the issue was related to the 3d intel camera. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.